Event description:
It was reported via repair work order that the unit was leaning/tilted due to a bent base which caused the cot to raise unevenly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.